Event description:
Surgical intervention planned for patient with a unkindly knee implant.

Manufacturer narrative:
Surgical intervention planned for patient with a unicondylar knee implant. Review of the device history record indicates that the device was manufactured to specification.